Event description:
It was reported that the left ventricular lead had high threshold, high impedance and a possible fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted: (B)(6) 2010; 5076 lead, implanted: (B)(6) 2005; 6949 lead, implanted: 2005. (B)(4).